Event description:
It was reported that the balloon ruptured. The patient presented with in-stent restenosis (isr). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci) targeting the left anterior descending artery (lad). The physician prepared the vessel using a laser and cutting balloon, followed by an intravascular ultrasound (ivus) run. There was no damage observed during agent device unpacking or preparation, and no other devices were present in the vessel at the time. The agent dcb was advanced without difficulty over the wire and through the guidewire. During the procedure, the balloon ruptured during its first inflation, which occurred before reaching nominal pressure. The device was removed without any issues using the standard method. Despite the balloon rupture, the procedure was successfully completed without the use of another device, and no complications were reported for the patient.